Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a sensor failure that required medical intervention. The sensor was inserted into the upper buttocks on (B)(6) 2019. It was reported that medical or caregiver intervention was provided but no details regarding this were provided. The event occurred the day the sensor had been inserted. No additional patient or event information is available. Although there is no indication in the file that the patient was seen by a healthcare professional and no details indicating what medical intervention was provided, medical/caregiver intervention is marked yes and no confirmation/clarification of this could be obtained. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.